Event description:
It was reported by service report that the patient was found out of the bed in critical condition and the customer alleged the bed exit alarm did not go off. There was patient involvement and adverse consequences were reported.